Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracic procedure, the first device locked out on tissue. The device wouldn't open (red reverse pushed and gray handle would not move). Surgeon then attempted to fire second and third device alongside first and they would not fire at all. The case was completed with by firing a fourth device alongside first "stuck" device (same product code but different lot number). It is unknown how long case was delayed. There were no patient consequences reported and patient is doing fine.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60a device was returned with the anvil bent upwards and in the closed position with the firing mechanism jammed. The device was received with an ecr60g cartridge reload loaded on the device. The reload was received partially fired 2/3. No further functional test could be performed. In addition the returned device shaft was disassembled to verify the condition of the internal components and the anvil was noted to be damaged at knife slot area and the knife had buckled. The damage to the knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.